Manufacturer narrative:
(B)(4). The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor (sv 0.5 ml/h) did not infuse at all. The customer reported that the infusor was filled with fluorouracil. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation did not confirm the issue. The sample was visually inspected and functionally tested. No nonconformances were observed. Should additional relevant information become available, a supplemental report will be submitted.